Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information are collected for this event. Conclusion is not yet available. Investigation is in progress. Device not returned as discarded.

Event description:
During avenue-l surgery, anchoring plate disengaged from peek holder because it hit against the retractor body. We had to open another implant.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures . From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the root cause of disassembly of anchoring plate from holder is due to the conflict with distractor.

Event description:
Avenue l : anchoring plate conflict with distractor. According to the description provided tha during avenue-l surgery, anchoring plate disengaged from peek holder because it hit against the retractor body. We had to open another implant. A delay more than 30 min occured . No impact on patient was notified the surgery was completed with another device.